Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting prematurely. On (B)(6) 2022 there was 35% battery remaining. On (B)(6) there was %15 battery remaining. Technical services confirmed that the device is depleting prematurely, and should be replaced. No adverse patient effects reported. Currently the device remains in service.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, d9: returned to manufacturer date, along with any other relevant fields have been updated. This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting prematurely. On june 14, 2022 there was 35% battery remaining. On june 28th there was %15 battery remaining. Technical services confirmed that the device is depleting prematurely, and should be replaced. No adverse patient effects reported. Currently the device remains in service. Additional information has been received that confirms this device was explanted and replaced. No additional adverse patient effects reported.